Event description:
It has been reported to philips that the allura table was suddenly out of control during a patient procedure. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in emergency procedure, and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Fse checked the system and found that geo ipc was defective. Fse replaced the fse replaced the geo ipc. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.